Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for explant is unknown, there has been no allegation of product malfunction or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for nine (9) months, was explanted due to unknown reasons. It was noted that there was no deficiency of the valve. The explanted device was replaced with another edwards bioprosthetic valve. Patient's post-operative status noted as in recovery.

Manufacturer narrative:
There may be cases in which our devices are implanted in a patient with active native valve or prosthetic valve/ring endocarditis. In these cases, it is not unusual to have a recurrence of endocarditis that results either in death or removal of the newly implanted edwards device. When this occurs, the organisms causing the endocarditis were never completely eliminated; therefore, the event is not related to the newly implanted device. A definitive root cause could not be determined; however, it is likely that patient related factors contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 25mm bioprosthetic aortic valve, implanted for nine (9) months, was explanted due to endocarditis. The patient had reinfection of the aortic valve with mrsa with multiple vegetations. The explanted device was replaced with a 23mm valve. After separation from bypass, there was no perivalvular leak and the leaflets had excellent mobility. The patient was transported to cticu in critical but stable condition. There were no complications. The patient had a ppm removed prior to the valve surgery and received a new ppm on pod #11. The patient was deemed stable for discharge on pod #24.